Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure could not be confirmed. Based on the results of the investigation, a probable root cause could not be identified. The date of the event is unknown. Additional information will be provided if it becomes available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was reprocessed incorrectly. There were no reports of patient harm.